Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported there was a ¿call your doctor¿ por condition. The patient is seeing this when they tried to use their recharger to turn the stimulator on. It was noted the patient had been travelling a lot and wondered if that could have caused the por. Follow up reported the cause of the event was unknown. Reprogramming was done on (B)(6) 2013. The event did not require hospitalization and there was no injury to the patient. No symptoms were reported and it was noted it ¿didn¿t work.¿